Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of water not evaporating. There was no serious patient harm or injury. There was no medical intervention reported. The patient reported when water is placed inside the water tank of the device, the water does not evaporate. The patient additionally reported there are burn marks on the heating plate. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.